Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, according to the explant report form, the user had a skin defect over the implant and underwent surgery. The electrode array was found to be fully dislocated, and re-insertion was not possible. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a post-operative migration of the active electrode out of cochlea. Further there was a skin defect at the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the reported issue. Re-insertion of the electrode was not possible and the device was explanted. This is a final report.

Event description:
According to the explant report form, the user had a skin defect over the implant and underwent surgery. The electrode array was found to be fully dislocated, and re-insertion was not possible. The user was re-implanted.